Event description:
It was reported to gore that on an unknown date in (B)(6) 2024, the patient underwent a planned endovascular thoracic procedure using gore® tag® thoracic branch endoprosthesis (tbe) devices. During the procedure, a tbe aortic component was positioned in the landing zone 2 and it appeared to be a short sealing zone at the outer curvature of the thoracic aorta. No complications occurred during deployment of the aortic component device; however, a slight downward movement was observed, following the anatomical course and has resulted to a more distal position than initially intended (unknown final position). Subsequently, an gore® tag® thoracic branch endoprosthesis device, the aortic extender, was placed as a cuff at the proximal end of the tbe aortic component. The sealing was satisfactory after placing the cuff. During the final angiography, a small type ia endoleak was detected, possibly due to hemodynamic changes in a short anatomical segment with approx. 3 mm sealing zone. The implantation of all devices had been finished and physician decided a wait-and-watch approach. On (B)(6) 2025, an unspecified CT follow-up reportedly revealed a significant type ia endoleak in the same region noted during the index procedure. No specific anatomical restrictions were seen and currently is unknown what has caused the endoleak type ia. On (B)(6) 2025, the reintervention was completed successfully by an additional tbe device at the treatment zone 0 in the aortic arch. The patient tolerated the procedure.

Manufacturer narrative:
G3 updated. B5 updated. H6, type of investigation: code b11 and b14 added. Investigation findings: code c24 added. C21 is no longer applicable. Investigation conclusion: code d15 added. D16 is no longer applicable. Health effect - impact code: code f2301 added. Investigation findings and summary: a review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted and therefore no product evaluation could be performed. The patient was treated with another thoracic device and was extended into the zone 0 in the aortic arch, there were no other complications reported. The reported information suggests a potential malfunction for the reported gore® tag® thoracic branch endoprosthesis device (aortic extender), but the cause cannot be established with the given information. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
B3/d6a: the exact date of event is unknown. The endoleak was first reported on the implant date, which is an unknown date in (B)(6) 2024, therefore, (B)(6) 2024, is selected as date of event. H10: requesting the follow-up CT imaging data. The communication to physician is ongoing (to retrieve the patient data and details to the anatomy, implant date, reintervention date). No device will be returned as it remained implanted. The investigation is ongoing. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on an unknown date in (B)(6) 2024, the patient underwent a planned endovascular thoracic procedure using gore® tag® thoracic branch endoprosthesis (tbe) devices. During the procedure, a tbe aortic component was positioned in the landing zone 2 and it appeared to be a short sealing zone at the outer curvature of the thoracic aorta. No complications occurred during deployment of the aortic component device; however, a slight downward movement was observed, following the anatomical course and has resulted to a more distal position than initially intended (unknown final position). Subsequently, an gore® tag® thoracic branch endoprosthesis - aortic extender was placed as a cuff at the proximal end of the tbe aortic component. The sealing was satisfactory after placing the cuff. During the final angiography, a small type ia endoleak was detected, possibly due to hemodynamic changes in a short anatomical segment with approx. 3 mm sealing zone. The implantation of all devices had been finished and physician decided a wait-and-watch approach. On october 17, 2025, additional information was reported. At an unknown CT follow-up imaging, it revealed a significant type ia endoleak in the same zone as identified during the index procedure. No specific anatomical restrictions were seen and currently is unknown what has caused the endoleak type ia. A reintervention is tentatively scheduled for (B)(6) 2025 and will also include the treatment of zone 0 in the aortic arch.